Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient charged their implant last week on (B)(6) 2018 and the recharger worked fine. When they went to charge their ins on monday they saw the "reposition antenna" screen. The patient repositioned the antenna over the ins but were unable to communicate with an external device; when the patient tried communicating with their programmer they saw the "poor communication" screen. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The cause of the recharging and communication issues was not determined. Nothing was done to resolve the issue. No further complications were reported/are anticipated.